Event description:
It was reported that the patient received an entire bag of regular insulin as a bolus on (B)(6) 2022. The bag was hung on (B)(6) 2022 at 1401 with a documented rate of 0.1 units/kg/hr. According to the customer, one of the onsite pharmacy personnel was able to decipher what was going on with the pumps. However it was mentioned that, "they have made the determination that they were unable to confirm that there was an over fusion their dispensing records did not reflect that as well." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient received an entire bag of regular insulin as a bolus on (B)(6) 2022. The bag was hung on (B)(6) 2022 at 1401 with a documented rate of 0.1 units/kg/hr. According to the customer, one of the onsite pharmacy personnel was able to decipher what was going on with the pumps. However it was mentioned that, "they have made the determination that they were unable to confirm that there was an over fusion their dispensing records did not reflect that as well." There was patient involvement but no harm.